Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, however the physician declined to provide further details. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7137360, UDI: (B)(4). Product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7137370, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7127925, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7128213, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 35817615, UDI: (B)(4). Product family: dbs-lead fixation, upn: m365db4600c0, model: db-4600-c, serial: n/a, batch: 36076474, UDI: (B)(4).

Event description:
It was reported that the patient with a deep brain stimulation (dbs) implant developed an infection at the implant sites. The physician noted the patient was a heavy smoker and did not reduce tobacco use during recovery, which may have contributed to the infection. The patient underwent a procedure wherein the dbs system was removed. Device analysis was not conducted, as the components were retained by the facility.